Manufacturer narrative:
The rse evaluated the device on remotely. It was determined that this was a malfunction of the battery the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery needs replacement. There was no patient involvement.